Event description:
It was reported that this patient passed away during a lead revision procedure. Further information was provided indicating that the patient had a stroke during the procedure. A lead perforation was also suspected.